Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
One of our field service engineer was at a customer site and reported an issue with the ionizer of the customer's ih-1000 instrument. During a work intervention the field service engineer observed an arcing between the connected piercer's pins. Nobody was injured or harmed by the arcing. Our field service engineer cleaned all pins and the plastic enclosure of the ionizer and no arcing was observed afterwards. Cleaning of the module and associated components solved the issue. This complaint was initially assessed as not to meet FDA's reporting criteria: the incident occurred during a service intervention by one of our field service engineers and no actual harm and/or no discrepancies in test results occurred. It was later decided that this assessment is a case of doubt and therefore this report is being submitted. Because of the initial assessment, we missed FDA's reporting deadline and apologize profusely for it.